Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, there were no lines present in the display screen. There was evidence of moisture observed inside the battery compartment. The leak test passed. The pump was opened and moisture was found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored. A test battery cap was used to complete the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display w/ moist) issue. The reporter alleged that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.